Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The biomedical engineer at the customer site reported the issue was resolved by making an adjustment. No philips engineer went onsite or evaluated the system. Philips is attempting to obtain further information and if possible, investigate this issue. A follow up report will be submitted with the results.

Manufacturer narrative:
Multiple attempts to obtain additional information were unsuccessful. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.